Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately twenty-four months post port placement, the patient allegedly experienced pain. Reportedly, the catheter and the port body were removed, however, the cath lock was unable to be removed and remains in the patient. It was further reported that on the next day an additional intervention was required to remove the cath lock. The patient was reportedly stable after the both procedures.